Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that a day before this report, he had an infusion set that he inserted but it did not lock in and detached at the quick release while the patient was sleeping. He noticed it when he woke up the next morning. It happened on the first day of infusion use. The site location was patient's right abdomen and the pump was in the right-side pocket. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient's blood glucose level was 72 mg/dl at the time of this report. No further information available.